Manufacturer narrative:
Medical assessment: there are two sets of x-rays. The first appears to be immediately postop after the initial surgery. There is a complete corpectomy of t12 with a anterior corpectomy device which is in midline but slightly skewed. Pedicle screws are present in t11 and l1 with rods and cross links. Subsequent film placed after implant removal and bead placement shows removal of the left sided hardware. The vertespan like device has rotated and is more skewed than in previous films. Wires are seen on both sides which appear to be used to string the vancomycin beads which are in place due to the (B)(6) infection. One device may represent the anterior strut, which appears to have come loose. Its overall geometry does not appear significantly different between the two sets of films to suggest that the expansion mechanism had broken allowing settling. Rather, it appears the device has subsided into the t11 vertebrae possibly due tin infection induced osteolysis. This case consists of the following events: first for (B)(6) infection and removal of the screws and rod, second due to possible issues with the expandable corpectomy device. It cannot be verified that it was not expanded or that there were issues with its function as the device did not change configuration between insertion and removal. The device has been returned to the manufacturer for evaluation. Loose screw not returned for analysis. The centerpiece expander was returned. The expander has been used/implanted, a functional test did not reveal a failure; the item opened, closed, and locked into position without issue. This item is sold non-sterile, and as such is the responsibility of the implanting facility to adhere to all applicable sterilization protocols and procedures.

Event description:
It was reported that the patient underwent a revision surgery to extend fusion. It was also reported that during the procedure, the device had migrated and infection was suspected intra-operatively. A quick test revealed (B)(6) to be present; resulting in a vancomycin cement bead being implanted. Thereafter, the patient¿s renal function decreased and it was decided that the vancomycin application was not appropriate. Thus, the second revision surgery was conducted to remove the cement bead and implants. It was reported that the implants had not expanded. Post-second revision surgery, a possible breakage in expansion mechanism was found. Tissue was confirmed between the release mechanism and the cylinder. Breakage was suspected inside the device.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.